Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing false termination of atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 6947m62 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.